Manufacturer narrative:
Concomitant medical products: product ID: 3057, lot#: unknown, product type: screening device. Product ID: 3057, lot#: unknown, product type: screening device. Other relevant device(s) are: product ID: 3057, serial/lot #: unknown. Product ID: 3057, serial/lot #: unknown. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a trial patient regarding an external neurostimulator (ens). Patient has a condition that makes their right leg and foot swell. They think they may have dislodged their leads and said the device is not working. They are waiting to speak to their healthcare provider (hcp) on "(B)(6)". No further patient complications have been reported as a result of this event.